Event description:
It was reported that the procedure was performed to treat a moderately calcified and mild tortuous lesion in the right coronary artery (rca). The 3.5x38mm rx xeince prime drug eluting stent (des) was advanced to the target lesion however during deployment the balloon ruptured at 7 atmospheres. The balloon and the stent were removed and the procedure was completed with another abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported material rupture could not be determined. Factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interaction with accessory devices, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, it is possible the device may have interacted with the mildly tortuous, moderately calcified lesion during advancement/inflation, causing the reported material rupture; however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.